Event description:
During a percutaneous transluminal angioplasty there was stent dislodgement however, the stent was retrieved successfully. The target lesion was located in the left common iliac artery. There is no info available about the target vessel or info about the pt's demographics. The stent fell off from the stent delivery system (sds) when it was delivered in the sheath (brand unk). The stent was safely withdrawn with the sheath simultaneously since the event occurred inside the sheath. There was no loss of guidewire position. There was no adverse consequence to the pt reported. Please note that this device catalog ps4208e/lot r0205508 is distributed outside the united states; however, it is similar to the united states product catalog ps4208a. This product will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.